Event description:
It was reported the gastrointestinal videoscope had a blinking image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Image blinks but field service engineer was able to resolve the issue on-site. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.